Event description:
The bolt broke after attempted extraction from the patient. The bolt had been in place for a few days. The physician had to use plyers to remove the broken bolt from the patient. No patient injury was reported. The hospital staff disposed of the broken bolt.